Manufacturer narrative:
The battery out limit alarm could not be verified due to the unresponsive buttons. The operating currents, basic occlusion, occlusion and excessive no delivery tests could not be performed due to the unresponsive buttons. The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed low blood glucose but the customer was unable to clear the alarm. The blood glucose reading was 70 mg/dl. The customer stated that the esc button would not work, so he took the battery out and the device then alarmed battery out limit. No significant events leading to the alarm were observed. The customer reported that he went swimming the day prior and did not clear an alarm; when he came back the alarm was still on and he was not sure whether that had anything to do with the issue. The customer declined troubleshooting. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.